Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right femoral vein via 6fr sheath using the preclose technique prior to a percutaneous mitral valve repair procedure. The sheath was upsized to 18fr and the percutaneous mitral valve repair procedure was completed. Reportedly, when attempting to achieve hemostasis, severe residual bleeding from the venous access site occurred. An additional proglide device was placed; however, bleeding continued. Manual venous compression was applied for 30 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.